Event description:
It was reported that the patient was in pain from (B)(6) 2013. After the implant surgery in (B)(6), the patient had a big knot on her back and went to her physician three times. The implanting physician had told the patient that is was ¿ok¿ and it would go away. The pain physician stated things did not seem right. The patient stated that ¿it could have killed me.¿ reportedly, according to the patient it had nothing to do with the company as the pump worked good. Rather, it was related to the way the physician put it in. A few weeks prior to the date of this report the medication was increased and they knew there was a problem but did not know at that time that it was a leak. Another physician had ¿straightened everything out¿ and had put in a new pump and new tubing. Reportedly, ¿it was a leak in surgery.¿ the patient had a cerebral spinal fluid leak and ¿my medication was leaking out of the machine from around the hose they put in.¿ two leaks were found in the tubing. The patient expressed dissatisfaction with her health care provider. This device system delivered fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).